Event description:
A postoperative x-ray revealed that the basal part of the electgrode array extruded from the cochlea. In 2004, revision surgery was performed to reinsert the electrode array into the cochlea. The device remains implanted.